Event description:
It was reported that during a left thoracic lobectomy, over the course of the case doctor was using the ech45s. Device was working fine but the lung tissue was very thick, towards the end of firing the closing handle wasn't clicking. They even sized up blue to green and it worked the first time but upon the ninth or so firing on the device it would not close. Sales rep opened another device to complete case. No patient harm reported.

Manufacturer narrative:
(B)(4) date sent 11/4/2024 d4 batch #986c49. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged, the anvil bent upwards, and without reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 986c49, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ech45s lot number c9e900 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024 investigation summary as additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend.